Event description:
Patient's line (right chest palindrome) was attempted to be accessed (outpatient appointment). According to the nursing note, one lumen of the line was not drawing back blood, so she attempted to change the cap and then tried to withdraw blood from the other lumen. During this time, the patient became more confused and less responsive. A registered respiratory therapist (rrt) was called for a possible stroke. While in CT the patient became increasingly more somnolent requiring a code blue call. A CT angiogram of the head and neck showed air embolism. Her line was not used in CT for contrast. It is unclear if this was a line malfunction or user error. The line could not be removed right away due to emergent hyperbaric treatment thus was wrapped in vaseline gauze and covered with tegaderm to make it fully occlusive. The line was removed at bedside the next day. The line itself has been saved for further investigation but did not have any obvious defects on visual assessment. It did have a significant clot burden inside the line when I flushed it after it was removed. Assessment of the line did not reveal any obvious defects in the central line. No break or cracks were noted. The line did have significant clots within the tubing, however line was able to be flushed with saline. I included details of the central line from the surgical placement note. Original packaging of the central line is not available.